Event description:
It was reported that during a prostate procedure, a "fiber port overheated message" was rec'd at 20 joules of use; the fiber was replaced and the procedure continued using a second fiber. At 90,237 joules of use, a prostate stone was hit, resulting in damage to the fiber tip; the second fiber was replaced and the case was completed using a third fiber. Pt outcome: "no pt injury, outcome of pt was fine." This report is for the second fiber.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00416. Fiber analysis: the glass cap was found to be fractured and partially broken; glass cap is fractured distal to glue zone. Broken and melted bevel area, burnt glue on bevel portion is evident. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to this failure was suspected to be localized heat accumulation due to anatomical/procedural factors encountered during the procedure; cap wear was accelerated limited the performance of the fiber.